Manufacturer narrative:
Concomitant medical products: product ID: 39565, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had pain at the device pocket related to the stimulator that was not tolerable. The patient¿s discomfort was increasingly significant. The stimulator site was surgically changed to the abdomen and pain medication level 1 antiepileptic medication was given. The patient was hospitalized for three days. The issue was resolved.